Event description:
Event description cpi received information that the atrial lead used with this implantable cardioverter defibrillator (ICD) was dislodged. It was further reported that the ICD enhancement mode was turned to 'off.'